Event description:
Event description cpi received information that at an attempted implant procedure, after lead placement of an endotak down-sized lead (0125), psa measurements showed erratic and inconsistant impedance values. This lead was not used, another (0125) was implanted.